Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) area was infection. The ins site was "not low enough". The patient stated that the ins site "got open" and became infected in 2015 around 4-5 months ago. Oral antibiotics were administered. The ins was moved to the stomach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.